Event description:
Healthcare professional reported ¿capsular contracture baker grade unknown". This record is for the right side. Device was explanted and replaced and it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, e1.

Event description:
Healthcare professional reported ¿capsular contracture baker grade unknown". Healthcare professional later reported ¿capsular contracture baker grade IV". Patient undergone capsulectomy. This record is for the right side. Device was explanted.